Event description:
It was reported that a user experienced persistent hyperglycemia with a continuous glucose monitor reading up to 320 mg/dl and a device high glucose alert, despite the ilet being on with insulin available and the infusion set appearing intact; a full supply change was performed and glucose subsequently returned to 102 mg/dl. Symptoms included headache. Outcomes included temporary impairment from elevated glucose without medical intervention or hospitalization. Investigation included customer interview and troubleshooting with user education. Investigation of this case revealed no device malfunction identified and no confirmed infusion set failure, with improvement after supply replacement suggesting possible infusion or absorption issue that could not be verified. It was concluded that the event was hyperglycemia with cause unclear and that the device functioned as designed based on available information. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.